Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported medical attention. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g996usqshhyi1. Hardware: sm-g996u. Cgm sensor type: g7.

Event description:
It was reported by the patient that they had to seek medical attention due to glucose levels reaching 534 mg/dl. It was also reported that the site was bleeding. The doctor was able to treat the patient by giving them IV (intravenous) fluids. No information was provided on when the patient was released from the doctors.